Event description:
The customer initially called to report that the accu-chek softclix lancet device did not puncture. Customer inquiry investigation verified that the accu-chek softclix lancet device failed to retract lancet fully after testing (firing). No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.